Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It a was reported that the patient received a vibratory alert and was brought into the clinic for interrogation. The physician interrogated the device and found it to be in vvi backup. The device was restored to normal function and remains implanted. There were no patient consequences.